Event description:
Female pt with rupture of silicone implant to right breast. Pt had implants placed approx 8 years prior in another country ((B)(4)). Product info unavailable. Bilateral implants removed and replaced.